Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned with the helix retracted and clogged with blood/tissue. After cleaning and by applying torque to the connector pin, helix could be extended and retracted, with the helix extension length measured within specification. Electrical testing was normal. Visual inspection and x-ray examination of the lead were also normal.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead consistently dislodged even on different anatomical locations. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.